Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery, she changed the set, and the device seemed to be working find. However, in the morning it alarmed no delivery again. Customer's blood glucose was 501 mg/dl. Troubleshooting was performed and it was found that insulin exited tubing when it was manually pushed with the plunger. However, when it was reconnected to the insulin pump the device alarmed no delivery again. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests, no alarms were noted. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.